Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump. The indication for use was not provided. It was reported that the patient experienced withdrawal syndrome including increasing pain levels starting in (B)(6) 2019. The catheter was checked with fluoroscopy and was determined to be patent. There were no known external factors that may have led or contributed to the issue. The physician decided to replace the pump since the catheter patency "seemed to be ok." The pump was going to be returned.